Event description:
When the phlebotomist was squeezing the heel warmer to activate the warming chemicals, it burst open at the top, splattering the contents onto the child and parent. Parent's left eye was flushed with water and both evaluated in the ed. No other injuries noted.======================manufacturer response for infant heel warmer with tape, infant heel warmer with tape (per site reporter).======================manufacturer notified and met with vendor. Felt staff member did not activate correctly. Staff re-educated in proper way to activate and to do so away from the patient.